Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to atrial flutter. Afterwards, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the shock impedance measured less than 20 ohms, which is low out of range. The rv lead model/serial number is not available at this time. Additional information was requested. No additional adverse patient effects were reported. The crt-d system remains in-service. Additional information provided indicates that the device also exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge, and shock impedance high out of range was observed on top of the low out of range shock impedance. Subsequently, the crt-d was explanted and the rv lead was surgically abandoned. The crt-d device is expected to be returned. No additional adverse patient effects were reported. The rv lead model/serial number was provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. External visual inspection noted no anomalies. All seal plugs are intact. All setscrews operate normally. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. The capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. Analysis could not confirm or refute whether the precipitating event occurred externally (i.e. Lead failure), or internally.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to atrial flutter. Afterwards, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the shock impedance measured less than 20 ohms, which is low out of range. The rv lead model/serial number is not available at this time. Additional information was requested. No additional adverse patient effects were reported. The crt-d system remains in-service. Additional information provided indicates that the device also exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge, and shock impedance high out of range was observed on top of the low out of range shock impedance. Subsequently, the crt-d was explanted and the rv lead was surgically abandoned. The crt-d device is expected to be returned. No additional adverse patient effects were reported. The rv lead model/serial number was provided. The device was returned for analysis.